Event description:
It was reported that an implantable neurostimulator (ins) was causing a patient discomfort at the pocket site. It was unknown when this started occurring. The cause of the event was not determined and was not device related. The patient had chronic pain issues and wanted the device moved. A surgeon moved the ins from the right to the left side. On the first day post-operatively the patient was reporting no issues. The patient was receiving effective urinary control.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0g8lg, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).